Event description:
Subject: dexcom g7 ¿ repeated premature sensor failures and safety concerns I have experienced repeated and consistent failures with the dexcom g7 continuous glucose monitoring system. The main issues are: 1. Premature sensor failure ¿ almost every sensor stops working after exactly 5 days, starting with short "sensor error" messages that progressively last longer until the sensor stops completely. 2. Mechanical insertion issue ¿ on some sensors, the filament has shot straight through the insertion hole, making the sensor unusable. 3. Frozen readings ¿ several sensors have displayed glucose values that remain unchanged for hours, despite eating or administering insulin. This created dangerous situations where I could not rely on the readings for insulin dosing. 4. Loss of trust in device accuracy ¿ due to these repeated failures, I no longer trust the accuracy and safety of the dexcom g7 for managing my diabetes. 5. Customer support concerns ¿ when contacting technical support, I was told there have been no changes to the sensors in over a year. This statement appears questionable given the recurring issues and suggests a lack of transparency. These failures have put my health at risk multiple times, and I believe they represent a serious safety concern that should be investigated. Person was using the product because of diabetes type 1.